Event description:
It was reported by the patient that three days post implant procedure, the patient experienced chest pain and bradycardia. Examination by the patient's physician revealed that the patient's right ventricular (rv) lead had dislodged and exhibited high thresholds. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.